Event description:
It was reported that within a week of implant, it was found that implant detect was still on. The clinician was directed to program implant detect to off and complete. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.